Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter that appeared to be elliptical in shape. The distal catheter segment was returned and measured approximately 17.0 cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment that appeared to be elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven, the surface was noted to be granular. Splits were noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven, the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified dent issues. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported issue is not available. The investigation is inconclusive for the reported difficult to remove issue as the exact circumstance at the time of the reported event was unknown.although a definitive root cause could not be determined, pinch off could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component). H11: b5, d4 (medical device catalog #), h6 (method, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-two days post a port placement procedure in the left subclavian vein, the catheter end was allegedly snapped off and unable to retrieve. Reportedly snapped catheter was migrated to the distal branch of left pulmonary artery. Reportedly the lower portion of the catheter removed by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-two days post a port placement in the left subclavian vein, the catheter end was allegedly snapped off and was unable to retrieve. It was further reported that the lower portion of the catheter obtained by interventional radiology. However, the current status of the patient was unknown.

Event description:
It was reported that six months and twenty-two days post a port placement procedure in the left subclavian vein, the catheter end was allegedly snapped off and unable to retrieve. Reportedly snapped catheter was migrated to the distal branch of left pulmonary artery. Reportedly the lower portion of the catheter removed by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter that appeared to be elliptical in shape. The distal catheter segment was returned and measured approximately 17.0cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment that appeared to be elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven; the surface was noted to be granular. Splits were noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven; the surface was noted to be granular. As per reported event and follow up, location of catheter insertion was left subclavian vein and on follow up CT scan it was noted the insertion was vein of medial to the 1st rib, which was against the IFU and contraindicated. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified dent and incorrect procedure issue. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported issue is not available. The investigation is inconclusive for the reported difficult to remove issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause was determined to be use related for pinch off issue and however the root cause is unknown for non cascading issues. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, g2, g3, h6 (device, component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.